Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was explanted and was returned. Additional information indicated that boston scientific technical services (ts) reviewed the interrogation strip sent and noted an abrupt change in threshold with lower values in impedance at mid three hundred. No additional adverse patient effects were reported.